Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.75 x -.50 x 119. Left eye pre-op 20/20 -3.25 x -1.50 x 3. This report is for the visx laser equipment. A separate report will be submitted for the femto laser equipment.

Manufacturer narrative:
Additional information: during follow up the account reported that a batch of instruments that wasn't sterilized properly is what they believe have caused the serious adverse event. Additional information was provided that indicated the device did not cause or contributed to the reported event. Upon reviewing the complaint folder, it has been determined this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3006695864-2019-00475. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.